Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in successfully doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue resurfaced.